Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A patient was treated with a hip tep implantation in 2017 and now complained about sudden restriction of range of movement and a squeaking sound in the left hip joint. Intra op x-ray shows an eccentric placement of the hip head and a subluxated inlay with expected pre-damage. X-ray post op inconspicuous.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code: removed code for absence of treatment and replaced with no code available (3191) to capture device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Aspiration of left hip occurred on (B)(6) 2020 ¿ negative for infection. Revision operative notes (B)(6) 2020 indicate the patient received a left total hip revision due to inability to ambulate, inlay damage and subluxation from the cup (disassociation). Upon entering the joint, it is indicated that there were 2 chips that came off of the inlay, these were removed from the joint. The head and liner were exchanged. The surgery was completed. These revision notes go on to indicate that after a review of the prosthetic stickers when preparing the surgery report on the following morning revealed that the wrong inlay (duraloc) had been inserted into the cup (pinnacle). The patient was informed and a revision was planned.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed a disassociation event leading to the reported noise. Error in materials or manufacture was not identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: DHR was reviewed and no deviations or anomalies were found. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10. Corrected: g1 and h3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.